Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2024; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen (2000mcg/ml at 1206mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the catheter did not aspirate at a routine pump replacement. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The catheter was replaced. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included cerebral palsy. The patient's weight was asked but would not be made available. The patient status at the time of the report was alive with no injury.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that that the cause of the inability to aspirate the catheter was not found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.